Manufacturer narrative:
Philips service reloaded the software and scheduled a follow-up. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that an image processor error caused an inability to store images on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.